Manufacturer narrative:
(B)(4).

Event description:
The patient received questionable results from coaguchek xs meter serial number (B)(4). A new finger was used for each test. (B)(6). The patient felt 4.1 inr was correct and that was what he reported. The patient was to hold medication for two nights, but felt fine. The patient was not adversely affected. The patient stated he saw the "qc check" on the screen with each test. Therapeutic range is 2.0-3.0 inr. The patient was not suffering from an autoimmune disease and had no renal or liver insufficiency. The patient was not anemic, was not on heparin, and had no antiphospholipid antibodies. The suspect meter and strips have been requested to be returned. Relevant retention test strips (lot 20646421) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.

Manufacturer narrative:
The customer's meter and an empty vial of strip lot 206464 were received. The returned meter and masterlot strips (230734) were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1: 2.3 inr, 45%, donor 2: 3.5 inr, hematocrit 38%. Donor 1: master lot and retention meter: 2.4 inr, customer meter and master lot strip: 2.4 inr. Donor 2: master lot and retention meter: 3.5 inr, customer meter and master lot strip: 3.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification.